Event description:
It was reported that the customer received a button error alarm on the insulin pump twice. The customer stated that the insulin pump was not responding. Advised that the insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.